Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 7:30-7:45am. End-user alleges that the meter gave a result of 48mg/dl and the end-user became unresponsive which prompted a call to ems. End-user stated that she received a reading of 48mg/dl. Her mother in law called paramedics 5 minutes later when the end-user passed out. No further tests were performed with the prodigy meter. Paramedics arrived within 10 minutes and tested with their meter and received a reading of 21mg/dl. No food drink or medications were consumed while waiting on the paramedics. Paramedics started and IV of a glucose solution and the end-user was transported to (B)(6) hospital located at (B)(6). Upon arrival the end-users blood glucose was 40mg/dl. End-user stated that no other tests were performed at the hospital or by paramedics. End-user was not admitted to the hospital and was discharged 5 hours later with a blood glucose of 100mg/dl.